Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure was confirmed likely due to printed circuit board liquid-immersed and not good. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited the error b30, the issue occurred during inspection for use, before the patient room, there were no reports of patient involvement.